Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain and lumbar radiculopathy. It was reported the patient's pump was interrogated on (B)(6) 2016 and a motor stall was noted on (B)(6) 2015 at 09:20 and recovered the same day at 09:37. It was noted the device interrogation occurred post patient hospitalizations. The event was indicated to be related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Device code (B)(4) no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's hospitalization was for vascular disorders. It was noted the cause of the motor stall was not determined but assumed to be post MRI.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.